Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. The device passed all functional testing with no fault found. Review of the device log showed pacing activity on 8/13 with repeated ECG lead-off messages, likely due to poor lead contact, and power cycling events consistent with user intervention. No clinical log was provided. The device appears to be operating as intended and provided the appropriate user advisories for poor contact to the patient. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown), the device was unable to pace and the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.